Manufacturer narrative:
The customer reported that their cirs (common image reconstruction system) was producing an abnormal noise. Restarting the system did not resolve the noise issue and it resulted in the system not being able to perform an acquisition. A philips field service engineer (fse) evaluated the system and initially reported that the raid (redundant array of independent disks) board had caught on fire. He later clarified there was no report of visible fire or smoke (confirmed by customer). The raid board had suffered heat damage, which in turn caused damage to the motherboard and the acquisitor. The fse confirmed the customer reported only the smell of burnt electronic components. The fse stated that the system was not in clinical use and confirmed that there was no loss of data, nor was a rescan necessary. The fse replaced the required parts and the system is in clinical use.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that an abnormal noise was heard from the cirs (common image reconstruction system). Upon inspection, the philips fse (field service engineer) found the raid (redundant array of independent disks) board caught fire and burned the motherboard and the acquisitor. This issue is currently under investigation. Based on the available information, this issue has been initially determined to be a reportable event.